Manufacturer narrative:
Date rec'd by MFR: 30jul2019. The field service engineer (fse) evaluated the ventilator. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator's touchscreen failed. There was no patient or user involvement.